Event description:
The customer reported that there was a problem with the video on the left screen. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was on site and found the system to be operational. He then heard a noise coming from the tube and the image was black. He regreased the candlesticks which showed arcing at the anode and hv test showed an issue with the arcing. This was resolved but the video had blanked out. The probable cause was a video connection or xrc board. He removed the camera noting a camera function. He replaced the ii power supply and verified the image alignment and tracking. The system operates as intended.